Event description:
It was reported that during an open reduction internal fixation (orif) of a left distal humerus, a 4.0mm cancellous screw broke approximately one quarter of the way down the shaft while being screwed into a 3.5mm recon 8-hole plate. The broken head and attached shaft were removed but the remaining section was left in the humerus. The hole on the plate was not used. There was a two minute delay in surgery but the surgery was successfully completed with no additional medical intervention required. Patient outcome was fine. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that: the head of a 4.0mm cancellous bone screw (part#206.028, lot# unknown) was received for evaluation with complaint category broken-intra-operatively. Only the screw head with a portion of the screw shaft (approximately 2 thread forms) was returned. The remaining distal screw shaft has fractured off and was not returned for evaluation. The design is adequate for its intended use and did not contribute to this complaint. This complaint was most likely cause by excessively hard bone which led to the screw breaking at the transition of thread form to head. Without a lot number the device history record review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.